Event description:
Pt was undergoing a laparoscopic cholecystectomy. Hook cautery was used to incise peritoneum of the gallbladder. The hook emitted electricity in an unintended way making several burn marks on pt's liver. Upon closer inspection, it was noted that there was a hole in the insulation covering the shaft of the hook where the electricity likely was emitted. The hook was also noted not to have an insulated piece on the tip which typically is intact on this instrument. The pt remained in the hospital overnight for observation and to assess for any further complication or injury.